Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to because the product was returned and analyzed.

Event description:
It was reported that intermittent capture was noted on this right ventricular (rv) lead. The patient was admitted to the hospital and an x-ray was taken which revealed that the rv lead had dislodged. The patient was pacemaker dependent; however, the rv lead was successfully pacing a majority of the time despite the dislodgement. A lead revision procedure was performed. During the revision the rv lead required 30 turns of the rotation tool to get the helix to retract and 30 turns to get the helix to extend again after repositioning. Once the helix was extended, testing was done and an extra signal was seen on the rv lead. The extra signal was seen both on the pacing system analyzer (psa) and on the electrocardiography (ECG) monitor. The lead was tested again using a different psa and new cables; however, the extra signal was still present. The psa was set to voo, during which the extra signal looked like a premature ventricular contraction (pvc), however, the physician verified that the patient was not having any pvcs. The rv lead was then extracted and replaced which resolved the issue. No additional adverse patient effects were reported.